Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This is report 1 of 2 it was reported that during a diagnostic ercp (endoscopic retrograde cholangiopancreatography), stent removal and eml, the distal end cover of the duodenovideoscope fell off inside the patient¿s stomach. The cap was retrieved with forceps, at which time a tear was noted in the bottom of the distal end cover, and the procedure was completed.